Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Subsequently, the customer¿s blood glucose (bg) was a value displayed as "high". A specific bg value was not provided. The customer administered a manual injection of insulin to address the bg. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.